Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and found that sensor or sensor pod were not received. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).